Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed the reported issue. In addition, evaluation also found a faulty board set which caused no images with the 180 scopes. The faulty parts were replaced and inspected to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned evis exera iii video system center to olympus due to a stuck switch button issue. Upon inspection and testing of the returned device, the user request was confirmed. In addition, it was observed that the device has a faulty patient board which causes no image with 180 scopes. This report is being filed to capture the no image found on inspection. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The investigation found that the switch may have been stuck by external force or by wear and deterioration due to long-term use from the date of manufacture. The failure of the patient board was confirmed. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not apply excessive force to the video system center and/or other instruments connected.